Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the device alarmed connect electrodes and would not display the pt's ECG. Limb leads were connected and the device displayed a non-shockable rhythm. External pacing was initiated but again, according to the reporter, the device alarmed connect electrodes and would not pace the pt. The report continues that the cables and connections were checked and the defib pads replaced with no success. A backup defibrillator arrived on scene and the limb leads and defib leads connected to the backup defibrillator and it successfully paced the pt. The pt was not resuscitated.